Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded battery cap contact. Corroded battery tube noted during visual inspection. The device was received with cracked case on the display window corners, minor scratched lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump had a black display. The patient's blood glucose level is 350mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.